Event description:
It was reported that when the package containing the catheter was opened, the nurse noticed that the portion of the catheter that attaches to the spinal end had "flipped out and was lying on the side of the package" and was no longer sterile. The event was pre-operative. No further information was provided. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8596sc, lot# n313381, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
Final analysis of the catheter found a manufacturing issue where the catheter was packaged incorrectly. As received, the sterile label seal had already been opened. Lifting of the label seal showed a portion of the catheter was not completely inside its inner tray. The adhesive on the sterile tray did not show any anomalies indicating the catheter had not been caught between the label and the lip of the tray. It appears the cover on the inner tray came loose and allowed the catheter to migrate with in the tray.